Event description:
Medtronic received information that this annuloplasty device, implanted an unknown duration, was explanted due to fracture 6 o'clock on the posterior portion of the band. The surgeon was requesting information from medtronic if the patient underwent an MRI where it was above 3.0 tesla, if this could have caused the fracture. No adverse patient effects were reported.

Manufacturer narrative:
No product has been returned for analysis. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. In addition, no serial number was provided, so device history review cannot be performed. Should the product be returned or additional information provided, a follow up report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.